Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). (B)(6) called in and need some clarification on how to pm 8100 s/n (B)(4) and the step that need clarification is on patient side occlusion test. I ask him if I can remote in so I watch him how he does when he pm the 8100 device. He was confused when to flip the stop cock on the 3 way valve. I told him when the reading 0.4ml reach. They were confused on what they are watching the process from (B)(6) for this step. They finally understood. I highly recommend to follow the steps from the asm manual procedure.